Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it up and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging steps without success, then planned to use multiple daily injections as backup insulin therapy while waiting for replacement pump, and was instructed on putting malfunctioning pump into storage mode, programming settings and reconnecting continuous glucose monitor on replacement pump, and returning problematic pump using prepaid label.